Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead elevated thresholds are chronic.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had high thresholds. The leads are still in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.